Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board) and interconnect cable were evaluated and replaced. The calibration files were reloaded and the filament was recalibrated. The collimator was realigned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.